Event description:
Cadd ms3 pump sn (B)(4) ((B)(6) 2018) is beeping continuously when patient tries to put battery in. Patient states beep is a dull sound not like an alarm. Screen show that battery charge is full. Patient has tried switching battery out and ensuring the battery cover is tightly screwed on but sound persists. Patient has also had several people put in battery and sound is still persistent. Patient is aware manufacturer may need to contact her for further information. Pharmacy sending replacement pump today. Patient has 1 functioning pump that she is currently using. No other information known. Dose or amount: 38.5 ng/kg/min, frequency: 0.048 ml/hr, route: sq. Dates of use: from unk to ongoing. Diagnosis or reason for use: pah.